Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The device history record was reviewed for this lot; no issues were noted that would contribute to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Each of the access pressure alerts that occurred during this run caused the pumps to pause which can affect the steady state of the system. While the trima accel system is typically robust against numerous flow alerts and adjustments, it is likely that the high number of alerts that occurred during the procedure could have disrupted the steady state of the system and contributed to the higher-than-expected wbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.